Event description:
It was reported that 43 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). Lesion 1 was a 2.5mm, 10mm long, 90% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation ans usccessful placement of a taxus liberte' 2.25x16mm drug eluting stent in the target lesion. Lesion 2 was a 2.4mm, 15,, long 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus liberte 2.25x20mm drug eleuting stent in target lesion. There were no reported complications. The pt was discharged the next day on plavix and aspirin. 43 days after the initial procedure the pt required a tvr. The physician successfully placed a taxus liberte' in the mid lad. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was in-stent stenosis.